Manufacturer narrative:
The device is available for return; however, it has not yet been received. Initial reporter (full) phone: (B)(6).

Event description:
The safety valve of a tego¿ connector was reportedly broken before or during a patient's hemodialysis session and the device needed to be replaced. The hospital infection service was activated to report a healthcare-associated infection associated with the central venous catheter. Additional information was later received stating that this event did not cause or contribute to patient harm or clinical injuries. Furthermore, it was reported that the patient did not suffer any type of infection.

Manufacturer narrative:
Updated information: d9. Investigation summary: no product samples, pictures, or videos were received for investigation. However, sister samples were received under other complaint numbers. The received sister samples were reviewed and there were samples that were found to have tearing on the seals. The reported complaint can be confirmed. The probable cause is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The device history record was reviewed, and the lot number was found to fall under the scope of (CAPA) corrective and preventative actions which are in progress.